Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the leads were connected to the device. The right ventricular lead came out of the device with great difficulty. The atrial screwing lead exhibited some problem and was dislodged. It was noted that the set screw was stuck and the lead could not come out of the pulse generator. A new device and atrial lead were used and the procedure was completed. The patient was in a stable condition post procedure.